Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having accidents again. According to the caller the patient had just gotten a new unit and when they got the screen to come up it was "on number 1 at 0.4." When the patient set it up after the band aid was removed they had it set to 2.4 and "thinks the setting is on 2 or 3" and wanted to know what happened, why it was not on 2 or 3 at 2.4. During the call stimulation was found to be turned on and set to 0.4 on program 1, and the patient later reported they had increased to 0.6 . The patient wanted to change to program 3 and increased to 2.8 where they felt comfortable and successfully also tried program 4 at 1.5 and program 2 at 1.1, but went back to program 3. The patient wondered if the security gates at a casino could be shutting their unit down. The patient indicated they set it on 3 or 4 at 2.6 on (B)(6). Additionally, the patient reported that the last time they had gone to the healthcare provider (hcp) it was 3 or 4 at 2.6 and everything was fine and then they went to the casino. The patient had an appointment with their hcp on (B)(6) and everything was still fine, but the hcp did not check the unit just the scar and now today the patient could not hold it. The patient indicated that they told their healthcare provider (hcp) that it was working great "keeping it up there longer to form her bowels so it gets more solid." According to the patient it was working great and then the morning of the call they messed over themselves so the checked and the ins was off and all 4 programs on the patient programmer (pp) showed zeros. Later in the call the patient reported starting to have accidents again and "showing it was number 1 at 0.4," but when patient "set it when she got home she has it up to 2.4 and thinks the setting was on 2 or 3." The day of the call "1 at 0.6 pt increased sent on, does not want to stay in" and had the current implant, but original leads. The caller noted that "unit was 92, had battery changed twice" and at 2.8 the patient felt comfortable. The patient indicated that somewhere between the 26th and the day of the call the unit got shut off. Patient status is unknown at the time of this report and the patient was advised to follow-up with their healthcare provider (hcp). There were no further complication reported or anticipated.